Manufacturer narrative:
Quality assurance product analysis reviewed the information that was provided by the site and is awaiting the return of the product. Based on the limited information, we are unable to determine the root cause of the alleged guide wire stick. In the event additional information is obtained, a follow-up report will be submitted. This information does not constitute and admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
A bayer r & I sales representative reported the following: on (B)(6) 2014 a patient with a fibrotic lesion of the superficial femoral artery presented for an atherectomy procedure. On the second apss of the jetstream catheter, the device had bogged down. The physician attempted to retract the catheter but was unable to do so as the catheter became stuck on the 7 french terumo guidewire. The physician manipulated the catheter and guidewire and was able to free the catheter. The physician decided to remove the catheter and guidewire. Upon inspection of the jetstream catheter and guidewire, a piece of material was noted to be wrapped around the distal tip of the guidewire which was connected to the arterial wall. Further imaging determined that a pseudoaneurysm had developed within the artery. The physician decided to stop treatment at this point and recommended that the patient return in six weeks to repeat the procedure.